Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported problem. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physician who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, has undergone or will undergo corrective surgery or surgeries, and has endured impaired physical relations with her husband.